Manufacturer narrative:
The disposable handpiece used in this case was not returned. A device history review was conducted for the lot number that was reported. The handpiece met all qa specifications when it was released, including adequate sterilization. There is no evidence to suggest that the device did not function as intended. The minerva surgical operator's manual lists infection as a possible adverse event after endometrial ablation under other adverse events. The disposable handpiece is provided sterile and was unlikely to have been the source of the infection in this case.

Event description:
Doctor performed an uneventful minerva procedure and the patient was discharged shortly thereafter. About three weeks after the procedure the patient developed an acute endomyometritis. Blood and urine cultures came back negative, with vaginal cultures being positive for enterococcal bacteria. The patient was hospitalized, underwent hysterectomy and treatment with antibiotics. Assessment of the extirpated specimen revealed absence of uterine perforation and/or thermal damage outside the intended area. The appearance of the uterine cavity was consistent with endometrial ablation. The patient recovered fully and was discharged.